Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-33279. It was reported that patient experienced ineffective therapy after a fall. X-rays confirmed that the leads had migrated. As a result, surgical intervention may be pending to address the issue.